Manufacturer narrative:
(B)(4). Batch t5ak1t. Additional information received: is the current patient status known? The current patient status is correct. Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? No. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60g cartridge reload loaded on the device. The cartridge was received unfired. The device was tested for functionality in the articulated position with the returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a rectum extirpation laparoscopic procedure the device was closed and pulled through the trocar but then in the abdominal cavity it did not opened. A new device and reload was opened to finished the procedure.